Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support they discovered a fluid leak after the patient completed treatment. Fluid was not discovered in the pump module area nor on the external of the cassette. The fluid leaked from an unknown source. The table under the cycler was wet. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating the fluid was discovered after treatment was completed in step 9 of treatment complete. The pdrn verified the patient was unable to determine the source of the fluid leak. The pdrn confirmed there was no fluid leak from or damage to the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on the cycler on the day of the reported event. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support they discovered a fluid leak after the patient completed treatment. Fluid was not discovered in the pump module area nor on the external of the cassette. The fluid leaked from an unknown source. The table under the cycler was wet. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event, stating the fluid was discovered after treatment was completed in step 9 of treatment complete. The pdrn verified the patient was unable to determine the source of the fluid leak. The pdrn confirmed there was no fluid leak from or damage to the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on the cycler on the day of the reported event. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.